Event description:
On (B)(6) 2024 information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was trying to get an MRI of their upper body back on their spine but their ins battery was completely dead. Patient mentioned that they used the ins for 3 years and realized they did not need the ins so they stopped charging the ins. The pt tried to charge their implant about 5 years ago but they could not get the implant to charge so they walked away from it. Patient stated that their implant battery was as dead as a door nail and idle for 4 or 5 years. Agent understood the ins was in a dormant state and agent reviewed over discharge. The patient was redirected to their healthcare provider (hcp)to further address the issue. Patient said that they had a new healthcare provider who did not install the ins. Patient will charge their equipment and then call their doctor. On (B)(6) 2024, the patient reported that the ins had gone dead due to old age. The ins will be replaced with a non -rechargeable battery. Follow up was sent to the pt requesting the explanted ins be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.